Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected and underwent leak testing. The first cylinder outer tube was detached in the middle, and its fabric tubing was torn off from the cylinder body and was not returned for analysis. The inner tube of the first cylinder had a hole in the middle consistent with sharp instrument damage for which leak testing could not be performed. In addition. No visual damages nor abnormalities were found in the second cylinder, and it did pass the leak testing. The pump kink resistant tubing (krt) was worn down to the filament, and under microscopic evaluation bodily fluid was found inside the pump. The reservoir was visually inspected and underwent leak testing. The reservoir had wear at a fold in the shell; however, it did pass leak testing. Analysis could not confirm the reported clinical observations; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid leakage at an unknown location. A revision surgery was performed to explant the device. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid leakage at an unknown location. A revision surgery was performed to explant the device. No patient complications were reported.